Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that afer wearing the pod on the hip/buttocks area, between 49 and 71 hours, the site was dark, red, swollen with an abscess. The patient visited the doctor, who prescribed an antiseptic lotion (betaisodona 100mg) and antibiotics (name unspecified) to treat the infection. The pod was discarded.